Event description:
The dealer states that one of the locking casters on the bed has a bent fork. No detail as to what happened. No further information provided. Protocol questions do not apply.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.